Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised due to pain, metallosis and avascular necrosis.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 12, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges loss of balance, difficulty sitting/standing, stiffness, and high levels of cobalt-chromium. After review of the medical records for MDR reportability, it was stated that the patient was revised due to infected left tha. Revision note stated gross pus, chronic non-displaced fracture of the greater trochanter. Laboratory values for cobalt-chromium showed above 7 ppb. Cup, two screws, stem, and hole eliminator were added due to the reported infection. Part and lot information were provided. This complaint was updated on: aug 7, 2017.